Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and an additional reportable malfunction of the clogged nozzle was also identified along with the intermittent flow of the air water supply after removing the nozzle. Based on the results of the investigation, a definitive root cause for nozzle clogged with unspecified foreign material could not be determined. The reprocessing steps at the material residue point were not deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained the event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited no air, intermittent flow. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.